Event description:
A malfunction alarm was reported, specifically the malfunction code 0, with no notable events occurring prior to the incident. There was no adverse impact to the customer's blood glucose level. Customer technical support (cts) provided information to reset the pump, assisted the customer with the reset, and confirmed that the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction reappears, which the customer understood and acknowledged.